Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image confirmed the part and batch numbers. A visual inspection revealed that the device was returned with the anchor and sutures attached. There was some debris on the device and in the bag it was returned in, indicating use. Splotches of red-orange discoloration were found on the device shaft, and the same type of discoloration was also present on the anchor. It did not rub off with a gloved hand. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: do not resterilize or reuse anchors, sutures, insertion devices, or disposable awls. Prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. The complaint was confirmed, but the root cause could not be determined. The packaging had been opened for an unknown period of time, and the exposure to other materials in the surgical environment is currently unknown. Factors that could have contributed to the reported event include re-use of a single use device, opening of the packaging too far in advance, or unknown reactivity to a substance in the surgical environment.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the surgery the twinfix inserter was found to be rust. No patient injuries or significant delay was reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.